Event description:
It was reported the evis exera iii xenon light source heat assembly is damaged. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) and mentioned that while changing the bulb, the mesh filter became stuck on the heat sink. The customer sought to know if there was a safe way remove it. Tac advised the customer that a new heat sink will need to be purchased and proceeded to provided part numbers. Per customer request, tac transferred the call to the appropriate department for pricing information. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the subject device was delivered more than eleven years ago, it is presumed that the heat assembly was damaged or deteriorated over time due to prolong repeated use. Olympus will continue to monitor complaints for this device.